Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink blood recipient set was collapsing and cutting off the flow of medication during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.